Event description:
Safe sheath ii manufactured by pressure products, was used by a physician in the ep lab. As the physician peeled away the sheath from the lead, the disc did not split in half. The physician used scissors to cut the disc, and both the disc and the safe sheath ii were removed intact from the patient without harm to patient or any adverse effects.